Event description:
The customer reported to olympus, the camera head showed green stripes in the picture. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report, to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following malfunctions were found during the device evaluation: cable was damaged, image with white dots, coupler unit misaligned and plug unit depressed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.